Event description:
It was reported that when the patient presented in clinic for a follow up, backup operation issue was observed. The device was explanted and replaced. The patient¿s condition was stable.

Manufacturer narrative:
Correction: h9 should be z-0115-2017.

Manufacturer narrative:
The reported event of backup reset was confirmed. Analysis of the device image found the the device went into backup mode due to a power-on reset (por), which was caused by low battery voltage as a result of a premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.